Manufacturer narrative:
Biomérieux internal investigation was conducted. The same testing against neqas distribution 3756/2832 (escherichia coli) was previously performed using the vitek 2 ast-n192 test kit which utilizes the same tzp formulary as the ast-n206 test kit. The following results were obtained from that investigation. Investigational testing included: vitek 2 gn ID: confirmed organism as escherichia coli broth microdilution (bmd): tzp mic=128 mg/l resistant vitek 2: tzp mic=16 mg/l intermediate and 64 mg/l resistant (two lots tested) the investigation duplicated the customer result of mic=16mg/l intermediate on one of two card lots (one of four cards tested). The vitek 2 tzp mic results are in agreement within one doubling dilution to the bmd results for ¾ results, making these vitek 2 results in essential agreement without category error. Note: in the analysis report from the neqas survey (neqas distribution 3756, strain 2832), the results obtained for all participants using automated systems were 24% intermediate for tzp. The vitek 2 tzp results reflect this documented rate. The investigation concluded that the neqas organism is an atypical strain for the vitek 2 system rapid phenotypic testing method, and that the vitek 2 ast-n206 test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in ireland reported a discrepant tzp result for a neqas survey escherichia coli sample ((B)(6)) in association with the vitek 2 ast-n192 test kit. The expected result was r (>=128) and the tested result was I (16). Repeat test obtained the same result. Depending on the availability of other effective antibiotic choices, a result of intermediate may not preclude a physician from prescribing the associated antibiotic, tzp in this case. Testing via alternate methods (oxoid m.i.c.e. Tm strip and disc diffusion) also provided results of intermediate. There is no indication or report from the hospital to biomerieux that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the survey sample. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.